Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that a false positive architect total b-hcg result of 25.9 miu/ml was generated on (B)(6), 2011. On (B)(6), 2011 a result of <1.2 miu/ml was generated. A second repeat was performed on (B)(6), 2011 and the result was also <1.2 miu/ml. There was no report of impact to patient management.

Manufacturer narrative:
Testing was performed using an in-house file kit of architect total b-hcg lot 02928n00 which is a related sublot to (B)(4); no instances of falsely elevated results were obtained. A review of the final product release testing data for lot 02927jn00 demonstrates that the assay was released within specifications. Customer complaint data was reviewed and no adverse trends were identified for the customer's issue. The architect total b-hcg package insert and the architect system operations manual were reviewed and were found to adequately address the issue. The investigation did not identify a product deficiency.